Event description:
(B)(4). I felt a sharp shift in my right side and became dizzy and nauseous, felt like I could be pregnant, was nauseous every morning for 3 weeks, all tests came back negative. I skipped a period then began spotting every 2 weeks for 3 days doctor said must be hormones.